Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-02465 / 02469 & 04959).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, patient reports allegations of infection. It was further reported patient underwent right total hip arthroplasty on (B)(6) 2007. Patient reports allegations of pain and inability to walk. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-02465 / 02469).